Manufacturer narrative:
Correction to lot number- lot is t26p53k3. The customer did not return any materials for investigation. The trade box of archival sample was inspected visually. The expiry date and lot number were printed correctly on the box according to documentation valid on the time of production of complained lot number. Device requested for return but not provided.

Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The customer complained of a labeling issue with their coaguchek safe-t-pro lancet that could have led to the patient using the lancets passed their expiration date. The customer stated that the lot number was marked as the expiration date of "2018-07" and the expiration date read "t26p5k3." There was no allegation of an adverse event. The patient's current condition was provided as stable and well. The lancets have been requested for return for further investigation. Replacement product was sent.